Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, the patient reported that the pump was taken out over a year ago; "everything went wrong" and "it almost killed" her. The patient thought that she may still have "some wires" in her as the doctors thought that she might want to get a pump on her other side. The pump was explanted because it got infected. The patient was afraid to ever get a device again. The event date, drug in the pump at the time of the event, the patient's other medications/pertinent medical history, symptoms, diagnostics/troubleshooting, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.